Event description:
Event description to briefly summarize the clinical event, guidant received information that this pacemaker dependent patient had experienced syncopal episodes for which she was seen in the emergency room and subsequently admitted to the hospital. The syncopal episodes, coincident with 7-8 second pauses in pacing, were captured on telemetry in the hospital and on a holter monitor while at home. The patient had an escape rhythm of 30 beats per minute at that time. As this pacemaker is included in the insignia advisory, a hex dump and daily measurements were also analyzed by engineering and technical services and no behaviors indicative of the advisory were observed. The pacemaker was explanted and returned for analysis. The ventricular lead was surgically abandoned.